Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that prior to a vitrectomy procedure both bulbs were burned out. The case was initiated and completed as planned using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative found that one of the ports needed to have the bulb exchanged. The port did not work because the probe was not connected to the system properly, per the company representative¿s notes. The lamp was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lamp. However, how or when the product became nonconforming could not be determined. The manufacturer internal reference number is (B)(4).